Manufacturer narrative:
(B)(4).

Event description:
The data log was reviewed on (B)(6)2017. The complaint of the g5 mobile application displayed a message to uninstall and reinstall the application could not be determined. Data was received but does not reflect full investigation window. The root cause could not be determined as data does not reflect full investigation window.

Manufacturer narrative:
(B)(4). The g5 system is associated with product code pqf.

Event description:
Dexcom was made aware on (B)(6) 2017, that on (B)(6) 2017, the g5 mobile application displayed a message to uninstall and reinstall the application. No additional patient or event information is available. No product or data was provided for evaluation. The reported event could not be confirmed. A root cause cannot be determined.